Event description:
Doctor reported a caudal migration on a g2 filter that was implanted below the renal veins. The filter moved approx. 3-4 cm to the confluence of the iliac veins. The patient is asymptomatic and was scheduled to have the filter removed. A couple of the filter legs perforated through the walls of the vena cava. There was no extravasation noted. The patient had significant respiratory occursion of the diaphragm when taking breaths so the doctor feels that might be a cause. The filter has not been removed.